Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification. Analysis also found the battery drawer broken, the upper and lower cases, ring cover, two side bail covers, two printed circuit board screws and the keyboard pad contaminated and the battery contacts compressed. (B)(4).

Event description:
It was reported the bottom screen will not come on and has blank segments if it does. It was also reported the battery door is broken. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the bottom screen will not come on and has blank segments if it does. It was also reported the battery door is broken. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.